Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the increase in seizures occurred one week prior to (B)(6) 2012. The physician stated that there was no relationship between the increase in seizures and vns. The only intervention taken was to increase the patient's medications which have improved the patient's seizures. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The physician stated that it is unknown if the patient had multiple seizure types and if they all increased.

Manufacturer narrative:
Date of event: corrected data: inadvertently did not update event date with the additional information received in follow-up report #1.

Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that the patient had 1 generalized tonic clonic seizure with right sided todd's paralysis, which is his first in one year. The patients vns settings were stated to be output=1.5ma/frequency=20hz/pulse width=250usec/on time=21sec/off time=1.8min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=500usec/eos=no. The clinic notes state that the patient has had 4.5 years of vns which provided significant help for the patient therefore they will replace the generator. Clinic notes dated (B)(6) 2012 state that he patient has seizures restating over the last week. The patient woke up with focal seizures in his right arm lasting several minutes. This had resolved post emu and CPAP use but now the patient has to be rescued with ativan almost daily. The patient is having 1-2 partial seizure a day. The patient underwent prophylactic battery replacement on (B)(6) 2012. The hospital reported that they do not return explanted generators. Good faith attempts for further information from the physician have been made but have been unsuccessful. A battery life calculation was performed which showed 3.89 years remaining until eri=yes.